Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the display screen was blank. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Follow-up #1: date of submission 07/27/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/06/2016 with the following findings: a review of the pump¿s black box revealed a cs 054. The pump powered on with a functional display. Unrelated to the original complaint, the bolus button was missing. There was moisture observed in the display. A leak test was performed and failed due to a bolus button leak. The pump was opened and there was moisture damage found on the printed circuit board. (B)(4).